Event description:
After 25 hrs of iab therapy, as the pt was being weaned off of the balloon, blood was noted in the tubing. The pump was stopped immediately. The iab was removed and not replaced. The pt is in stable condition. No pt injury or further complications occurred.